Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus and increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 80 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's bg level lowered to 40 mg/dl. Customer required assistance by ambulance and was admitted to the intensive care unit and "does not recall" treatment given. Customer was released the next day ((B)(6) 2023) with no permanent damage, and the issue resolved. Additionally, customer was using off label insulin (admelog) within the pump supplies. Cts educated the customer on insulin labeling, acknowledged and understood. System check with tandem technical support (cts) did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.